Event description:
It was reported that this system exhibited loss of capture and the physician initially suspected a connection issue. However, when this patient presented to the emergency room, a lead perforation was confirmed. The physician elected to surgically explant and no additional adverse effects were reported. This lead is currently retained at the healthcare facility and is not expected to be returned for analysis.